Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The pump remains in use in use supporting the patient. No further stroke related issues were reported. A correlation between the device and the stroke and lower extremity ischemia could not be conclusively determined. The instructions for use lists stroke and peripheral thromboembolism as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2015. It was reported that the patient experienced high chest tube output and anticoagulation was unable to be initiated. The patient was returned to the o.r. That same day where the surgeon cauterized multiple small bleeding sites and evacuated a large amount of blood. The patient received sedation post-operatively which was put on hold on an unspecified date. The patient was reportedly unresponsive for approximately 24 hours after the sedation was held. On (B)(6) 2015, a head CT scan showed evidence of a large left middle cerebral artery cerebrovascular accident with mass effect. Neurosurgery and neurology evaluated the patient and felt that the patient was too high risk to undergo any surgical or medical interventions. During this time, the patient underwent multiple lower extremity ultrasounds to assess for deep vein thrombosis and adequate flow as there were signs of right lower extremity ischemia greater than left lower extremity ischemia. The patient was started on coumadin with an inr goal of 1.5-2. The patient did have evidence of a retrosternal hematoma on a CT scan of the thorax but was not felt to be actively bleeding when anticoagulated. No additional information was provided regarding the patient's immediate post-operative course. The patient was discharged from the hospital on (B)(6) 2015.